Event description:
It was reported by the rep that when the device was used during a general surgery procedure, it produced an incomplete staple line. A re-operation was needed to repair the incomplete staple line. There was no known further consequence to the patient.